Manufacturer narrative:
(B)(4). Date sent: 8/22/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: regarding the reported event description, it was stated that a few staples worked and the rest did not. When this happened, was the tissue cut? If yes, were the staple line and cut line approximately equal in length? What was the appearance of the deployed staples (b-formation, malformed, staple line delivered but staples missing out of the line)? What was the product code of the stapler being used with the tr35b cartridge (atb35, atw35, etc.)?